Manufacturer narrative:
A ge representative contacted the customer and directed the repair of the system over the phone. System operates as intended.

Event description:
The customer reported the system will not boot up. No pt injury was reported.